Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site due to signal error messages on the advia centaur xp instrument. Upon multiple visits, the cse performed base line decontamination and replaced the base line manifold, base probe, acid pump head and acid line manifold. Then, the cse ran quality controls, which recovered within expected ranges. During the cse visit on 30-mar-2018, the customer reported that a discordant, falsely low thcg result was obtained on a patient sample on (B)(6) 2018. Siemens further investigated the event and determined that acid or base dispense issues potentially contributed to the discordant thcg result and these issues were resolved during the cse visits. The cause of the discordant, falsely low thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the advia centaur xp instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was rerun, at multiple dilutions, on an alternate advia centaur instrument, resulting higher. The 3rd repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low thcg result.